Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had recurring pump error alarm. The customer¿s blood glucose was 8.0 mmol/l at the time of incident. No significant event leading to the issue was observed. Customer reported that the pump error alarm recurred within a week of previous troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Insulin pump trace download analysis confirmed the power error . The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on  electrical board , the pump was monitored and functioned properly. Device received with cracked keypad overlay at select button and faded serial number label.